Manufacturer narrative:
Concomitant product: 5071-35 lead, implanted: (B)(6) 2016.

Event description:
It was reported the patient developed cellulitis of the chest wall and the cause of the infection was not known. As the cellulitis was near the thoracotomy incision and device incision, the implantable cardioverter defibrillator (ICD) system was explanted. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.